Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). An air cushion was detected during initial visual examination of the returned blood pump. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the between the blood-side layer and middle layer of the triple-layer membrane. Furthermore, a few small graphite particles were found between the membranes. The pump was then disassembled for further testing and the membrane layers were individually inspected. A leak was detected in the air-side layer along the rolling radius of the stabilization ring and three leaks were detected close to the center of the middle layer and one on the edge. The blood-side layer was found to be intact at the time of investigation, the thickness of the individual layers at all the fixed locations and also at the defect locations in the middle layer was found to be within specification. In the area of the leak in the air-side membrane, a reduced membrane thickness was measured. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layers of the triple-layer membrane. As a result of this defect, air got in and formed an air cushion between middle layer and blood layer, causing the reduced pump performance (incomplete filling and emptying).

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4), was in use by the patient from (B)(6) 2017 until (B)(6) 2018 (354 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. Initial visual inspection of the returned pump is indicative of a defect in the air-side layer. A detailed investigation report will be submitted as soon as available.

Event description:
We were informed by our (B)(4) distributor that the clinic reported a decline of the emptying function in the right excor blood pump of a patient supported in the bvad configuration over a period of several days. An adjustment of the systolic pressure on the ikus stationary driving unit did not improve the situation and the clinic decided to replace the affected blood pump. The blood pump was exchanged in the clinic by trained personnel on (B)(6) 2018. The replacement of the blood pump was without complications and the patient is doing well again.